Event description:
It was reported that the patient experienced a shocking or jolting sensation and an overstimulation sensation following a position change. The device was turned off using the patient programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).